Manufacturer narrative:
(B)(4). Date sent: 08/25/2021. Additional information was requested, and the following was received: was this a tatme procedure (transanal total mesorectal excision)? It was a laparoscopic anterior resection for the cancer. What was the bases for selecting the size 25 device? No further information is available. How did they know that half the staples fell off? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? No further information is available. Was the green checkmark visible at the end of the firing? No further information is available. How many counter-clockwise revolutions of the adjusting knob were used to open the device? No further information is available. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? No further information is available. Were the donuts inspected? No further information is available. If so, please describe. Were there any issues noted with staple formation? No. If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? How was the leak identified? No further information is available. Was the staple line visualized endoscopically during the initial surgical procedure? No further information is available. No further information will be provided."

Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information received: the procedure was for the cancer. There was no problem with the device during use. The deployed staples were formed properly. The period of the placement of the drain was extended because of the leakage. The patient was discharged from the hospital. The surgeon assumed that the leakage occurred because the device was changed to the powered stapler. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was this a tatme procedure (transanal total mesorectal excision)? What was the bases for selecting the size 25 device? How did they know that half the staples fell off? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? How was the leak identified? Was the staple line visualized endoscopically during the initial surgical procedure? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, the staples at the half of the staple line fell off and leakage occurred 3 days after the surgery. The device was used between the rectum and anus. No additional treatment was required because transanal drainage was placed. No further information is available.